Event description:
It was reported that the patient experienced multiple ventricular fibrillation (vf) events over a two day period and presented to the emergency room. Review of the implantable cardioverter defibrillator (ICD) log indicated that the vf events were treated appropriately with anti-tachycardia pacing and shocks; however, on one occasion the atp had accelerated the patient's vf. It was also successfully converted with a 41 joule shock. The ICD remains in service and no additional adverse patient effects were reported.